Manufacturer narrative:
Section f was not completed because info was provided from a foreign source. Details about the user facility or health professional were not available at the time of this report.

Event description:
Locking tabs on metal outer shell fractured requiring revision surgery.